Manufacturer narrative:
Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided. The explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this 29mm bioprosthetic mitral heart valve was explanted after seven (7) months due to unknown reasons. A 25mm pericardial bioprosthesis was used in replacement and no additional details were provided.

Manufacturer narrative:
(B)(4). Prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. In this case, although the root cause of this event remains unknown, patient factors like IV drug abuse may have played a role.

Event description:
Edwards received additional information that this device was explanted due severe mitral stenosis, secondary to strep viridian endocarditis. Through obtained information, it was learned the patient has a history of IV drug abuse and was admitted with suspected endocarditis. He was started on IV antibiotics and echocardiogram revealed large mitral valve vegetation with severe mitral stenosis. The valve was excised and there were no complications reported.